Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nail head elem: tfna lag screw/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the helical screw insertion handle from the tfna insertion set was found in sps found damaged, it¿s no longer allowing the proper engagement of the screw itself to the handle. The instrument appears to have been dropped or damaged post-op because the distal portion of the handle is slightly dented- just enough to prevent proper engagement of a helical screw to the handle itself. There was no intra-op malfunction of the instrument or delay in operation as the handle worked normally during the case. This complaint involves (2) devices. This report is for (1) unk - nail head elem: tfna lag screw. This report is 2 of 2 for (B)(4).